Manufacturer narrative:
This is considered a product malfunction; the cause was not determined. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available. No further investigation or action is warranted at this time.

Event description:
The customer reported that the "external device interface module is correctly connected, displays values on the monitor, but when there is an alarm, there is no message/sound on the control center".the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.